Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007 and the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared end of life (eol). The patient's physician was planning to perform a routine changeout procedure to downgrade to a pacemaker device. To date, no adverse patient effects were reported with this clinical observation.